Event description:
It was reported by customer that 4 french single lumen PICC was opened and the wire for the sheath had a bit of a burr on the end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire tip is confirmed; however, the exact cause is unknown. Three photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed the distal end of the guidewire. The guidewire appears to have a burr or rough edge near the weld tip. What appears to be usage residue was observed on the guidewire. No other obvious damage can be seen. While the exact cause of the observed damaged guidewire tip could not be determined from the returned photographs, possible causes of the damaged guidewire tip include damage during manufacturing, packaging, handling, or use; however, the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by customer that 4 french single lumen PICC was opened and the wire for the sheath had a bit of a burr on the end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.